Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned baton where they were able to duplicate the reported disappearing image issue. It was found that when the batons flexible tubing was manipulated, the image would disappear on the monitor. It was also noted that there was damage to the camera lens, as well as signs of fluid ingress behind the lens. Since the customer received a replacement and there are no repairs available for this device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the tip of the baton was manipulated. The procedure was completed with another avl video baton 3-4, which was made available within 30 seconds. No harm to the patient or user was reported.